Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for evaluation related to a separate issue. During testing the repair center identified the objective lens had cracked adhesive that was chipped at the edge and the light guide lens adhesive was cracked. There was no patient involvement.